Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a part of jaw fell off in patient and was retrieved by surgical graspers. They used another like device to complete the procedure. There was no patient injury.